Manufacturer narrative:
The device was not returned. Should the device get returned at a later time, this report will be updated upon return and completion of analysis.

Event description:
Approximately two months later the device was explanted and replaced for premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high level analysis was performed. It was noted that the device battery monitoring voltage was 3.062 and the battery status was at beginning of life (bol). The daily battery voltage measurements displayed a pattern of rapid discharge and the device's diagnostic data shows a cell depletion pattern similar to other devices that are depleting prematurely. Review of device memory confirmed there were no faults or error codes. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Therapy verification was confirmed. Impedance testing was completed and all measurements were within normal limits. No further testing will be performed at this time because the device was placed on legal hold.

Event description:
The device was returned for analysis.

Manufacturer narrative:
The device remains in service at this time. A company field representative was contacted but had no further information to provide. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during an in-clinic device check, the cardiac resynchronization therapy defibrillator (crt-d) battery remaining showed less than one year. The device was implanted approximately five months ago and lead diagnostics are stable. The device appears to be using a much higher than expected power consumption suggesting a possible component anomaly, therefore replacement was recommended due to the rapid battery depletion condition. A replacement was scheduled, but the patient refused and left the hospital. No adverse patient effects were reported.